Event description:
No additional information provided by the customer.

Manufacturer narrative:
Additional information : d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider got error 486 instrument not connected errors with three different devices, even after turning the equipment on and off. The event occured during a therapeutic fundoplication procedure. There was a slight delay to the procedure reported. The procedure was completed using a similar device. There were no reports of patient harm.